Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump drive support cap is loose and sticks out from the side of the insulin pump. Customer's blood glucose was unknown at the time of incident. No further information was given.